Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this patient with a right atrial (ra) lead. Technical services (ts) reviewed the data and noted the av delay was long, and it appeared to be retrograde conduction after the ventricular pace. Ts noted the cause could be atrial loss of capture (loc) or due to long av delay. Ts recommended testing the ra capture in the clinic and reprogramming options. This ra lead remains in service and no adverse patient effects were reported.